Manufacturer narrative:
(B)(4).

Event description:
Information was received from a healthcare provider via a company representative in regards to a patient who was being treated with lioresal intrathecal (2000 mcg/ml; 522 mcg/day; lot number was unable to be obtained by reporter). The patient's indication for device/therapy use was intractable spasticity and a head/brain injury. The patient had a history of cva with paralysis on the left side of her body. Other medications being taken at the time of the event were not provided. Per the patient's husband, the patient's pump was refilled on (B)(6) 2015. On (B)(6) 2015, the patient became increasingly sleepy and slept almost all of the day. As the evening progressed, the patient became sleepier and the ems (emergency medical service) was called because the patient was unconscious. It had also looked like the patient had a seizure. The patient was seen in the hospital on the morning of (B)(6) 2015 by a physician who decreased the pump by 10%. Per the patient's husband, all kinds of lab tests and a CT scan had been performed at the time of admission (it was unclear as reported if the patient was admitted to the hospital or only admitted to the emergency room). The patient became much better and was alert on (B)(6) 2015. The patient and patient's husband went to the clinic on (B)(6) 2015 and discussed the past two-three days with the physician and the company representative. The patient was alert and oriented as of (B)(6) 2015 but was suffering from vertigo. It was unknown if the issue had resolved as of the date of this report. No surgical intervention had been performed and none was planned. The patient was alive without injury. Additional information was received from a healthcare provider (hcp). Medications the patient was taking at the time of the event included aptiom trileptal crestor lovaza remicade valtrex zantac folic acid nexium hydroxyzine. The cause of the symptoms was not determined. The symptoms have been resolved. Lab results for specimen details was noted as baclofen (lioresal ) results of 165 ng/ml; reference interval was 100-400. The date collected was (B)(6) 2015.